Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated: d9, h2, h3, h4, h5, and h8. Corrected: h6 correction: h6 health effect-clinical code e2403 no clinical signs, symptoms or conditions should have only been listed once on the initial. Correction: h6 health effect-impact code f26 no health consequences or impact should have only been listed once on the initial. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problem on the lens. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device camera picture "glitches" from time to time loosing picture. There were no reports of patient harm.